Event description:
It was reported that the colonovideoscope displayed error b30. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the suggested event most likely occurred due to leakage problems caused by an inadequate or broken seal within the device which led to the communication error resulting in no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.